Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to high blood glucose and diarrhea. Troubleshooting was performed and discovered there was a discrepancy with the bolus history. Customer states he gave himself a bolus, but it did not register in the history.